Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On (B)(6) 2011, prior to initiating antibiotic therapy, a sample of peritoneal effluent was analyzed and cultured. The results of the analysis were awaited and the result of the culture was unknown. On (B)(6) 2011, the patient received remedial therapy with loading doses of reflin (1 gm, ip) and orzid (500 mg, ip). The outcome of the peritonitis was unknown. The patient remained hospitalized. Dianeal pd2 ultrabag was ongoing. The nurse believed that the peritonitis was not related to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.